Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, the sample was not available for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance's of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the rn successfully inserted IV catheter. When he pulled the needle out, the safety feature did not engage and he stuck himself with a contaminated needle. No information provided on user injury and/or treatment required. No injury to patient.